Event description:
During an atrial fibrillation procedure, a tamponade occurred in the right atrium. When performing the cti, a steam pop was noted and the impedance rose from 100 to 140 ohms. The procedure continued with the ablation catheter. Later in the procedure, transseptal puncture was performed to be placed into the left atrium. Five ablations were performed and during the las one, the thermal probe of the esophagus rose to 42.2. It was then noted that the ablation catheter was in the pericardium (instead of the endocardium). The patient became hypotensive and an echocardiogram revealed a tamponade. Drainage was performed and the procedure was stopped. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additional field information indicated that ablations were performed with an rf power up to 40w. The tacticath se contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.